Event description:
The patient contacted animas on (B)(6) 2012 reporting that yesterday they were swimming with the pump and now the up arrow, down arrow and ok keypad buttons are not responding. The patient reported that they tried to reboot the pump, change the battery and they were unable to get pump off the verification screen. The patient denied damage to the keypad and pump casing. The patient reportedly wore the pump on a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive and had normal spring back or clicks. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.